Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter stated that the pump repeatedly emitted call service alarm cs 078-0001 during the load step. The alarms allegedly recurred after changing the battery, cartridge, and infusion set several times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).